Event description:
In this event it was reported that a nitiflex file separated. There was no report of injury to the pt, but the broken part was not retrieved.

Manufacturer narrative:
However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by (B)(6)) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Preprocessor is private practitioner and exempt per guidance document "enforcement priorities for single-use devices reprocessed by third parties and hospitals.